Manufacturer narrative:
On (B)(6) 2023 belmont received an incident report from the user. The user indicated that this has occurred on 4 separate occasions. In the event the leak leads to a loss of thermoregulation of the patient, an alarm will generate to alert the user. The wrap can be exchanged to continue thermoregulation. We have confirmed that the wraps concerned have been disposed off and will not be available for investigation. Review of the retain sample for the lot was conducted and no issues were found. No other complaints for this lot have been noted from any other location. The user has been asked to provide information on the location of where the leaks occurred and if they have any photographs or video of the alleged leaks. Further follow up with the user will occur to try and determine specific use scenario.

Event description:
It was noticed during the care of a patient on pediatric ICU that the cooling wrap was leaking. The wrap had been in use for 32 hours. The customer reported 4 separate occasions where these wraps have been identified as leaking. No additional information has been provided by the site.